Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, and minor scratched lcd window. Reservoir did not stay locked in. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the threads where the reservoir goes in the insulin pump were cracked. The reservoir will not stay in place. When the bolus was delivered she had to hold the reservoir to keep it from coming out. Customer's blood glucose level was 102 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.